Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on remote transmission t-wave oversensing (twos) was noted on the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.